Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the 8731sc catheter n247595006 revealed coring, tears or cuts in the seal of the sc connector; however, no leaks were seen in the lab.

Event description:
It was reported that the patient experienced less relief from the therapy as well as increased spasticity. A dye study was performed; however, the results were not provided. The pump was replaced on (B)(6) 2013 as a result of the event. Patient outcome was reported as no injury. The device system delivered lioresal. It was later reported that during the dye study the healthcare provider (hcp) was unable to aspirate. Both the pump and catheter were replaced. The patient recovered without sequelae following the replacement surgery. Pump logs indicated that the device system delivered gablofen. It was later reported that an x-ray was performed on (B)(6) 2013 that showed the catheter entered at l2-l3 level. An MRI was performed on (B)(6) 2013 which showed focal thoracic myelomalacia. Dose adjustments were performed, but dates and specifics were not provided. The catheter dye study was performed (B)(6) 2013 at which time the hcp could not access the reservoir to inject the dye. The patient experienced increased spasms, legs traveled to her chest, associated with difficulty breathing due to the increased spasms. The patient was hospitalized for the event. Conflicting information was provided that the replacement surgery occurred on (B)(6) 2013. Although patient outcome was reported recovered without sequelae, the reporter stated that the patient continued with increased spasticity post-operation but the hcp continued to increase the patient¿s dose after the surgery.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.